Manufacturer narrative:
This initial report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. (B)(4). The device/components were not returned for possible failure analysis evaluation.

Event description:
The customer reported unit was brought down because "the adjust knob doesn't work right". The customer evaluated the unit and couldn't adjust the fv-1 into specs. Carefusion technical support representative suggested performing 12 preventative maintenance, and issued a 12k kits. No additional information was provided, patient involvement is unknown..